Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the drainage tube was placed by the ultrasound department on (B)(6) 2023 at 19:20. On (B)(6) 2023, the patient's family members went to the nursing station to complain that the patient's abdominal catheter was missing. The supervising nurse looked at the patient's bedside and found that there was no abdominal catheter, and there was leakage from the abdominal puncture opening. The dressing was completely soaked and moist, and the right ascites continued to seep out. The puncture opening was compressed with gauze. When searching, it was found that the abdominal catheter was in the pants leg, the tube end was intact, and the patient complained of no discomfort. The doctor on duty was informed, the on duty doctor changed the dressing at the bedside and, if necessary, made a pocket without resetting the drainage tube." The patient's condition was reported as fine.

Event description:
It was reported "the drainage tube was placed by the ultrasound department on (B)(6) 2023 at 19:20. On (B)(6) 2023, the patient's family members went to the nursing station to complain that the patient's abdominal catheter was missing. The supervising nurse looked at the patient's bedside and found that there was no abdominal catheter, and there was leakage from the abdominal puncture opening. The dressing was completely soaked and moist, and the right ascites continued to seep out. The puncture opening was compressed with gauze. When searching, it was found that the abdominal catheter was in the pants leg, the tube end was intact, and the patient complained of no discomfort. The doctor on duty was informed, the on duty doctor changed the dressing at the bedside and, if necessary, made a pocket without resetting the drainage tube." The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).